Event description:
Device 3 of 3. Reference MFR. Report #s 1627487-2010-03895 and 1627487-2010-03896. The patient has an scs system; however, the original date of placement is unknown. Since the time of his initial implant, the patient has undergone several surgical procedures in which leads were either added to or replaced from his scs system for purposes of obtaining effective stimulation. On (B)(6) 2010, it was reported that one of the patient's percutaneous leads had been replaced due to lead fracture. It is unknown from which lot the fractured lead originated; therefore, all lots are being reported. The explanted device will not be returned to the manufacturer for analysis.

Manufacturer narrative:
Evaluation: method: the device history and sterilization records were reviewed. Results: review of the device history record found a nonconformance; however, the nonconformance was identified as a cosmetic issue and did not affect product integrity or product functionality and was approved for use. The DHR anomaly is not related to the alleged device failure. Conclusion: the cause of the reported complaint could not be determined from the review of the DHR and sterilization records. Sjm has limited information related to the patient's medical history and is unable to form an opinion as to the relevancy of the patient's history to the event reported. Sjm defers to the patient's physician regarding medical history.